Event description:
Elderly male underwent a cardiac cath procedure. Following successful angioplasty of the posterior descending artery (pda) & veriflex bare-metal stent was deployed into the proximal right coronary artery(rca) and was noted that one stent embolized in the distal portion of the rca. The patient was brought back to cath lab suite. Selective angiography confirmed embolization of the undeployed stent at the distal portion of the rca. Another bare-metal stent 3.5 x 12 was deployed across the proximal portion of the vessel. Post dilatation of both stents then performed with 3.25 x 8 non-compliant balloon. No residual stenosis. The used system was discarded prior to the identification of an issue.